Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse called to report a hospitalization due to high blood glucose. Customer was diagnosed diabetic ketoacidosis. The current blood glucose reading is 367 mg/dl. The blood glucose reading at the time of the event was 585 mg/dl. The hospital is treating with manual injections and fluids. Nothing further reported.